Event description:
(B)(4). This spontaneous case reported by a consumer, who contacted the company to report a product complaint, concerned a (B)(6) male of unknown origin. Medical history was not reported. Concomitant medication included insulin glargine. The patient received insulin lispro (humalog) via cartridge through memoir burgundy pen, 3 times daily based on sliding scale (route not reported) for the treatment of diabetes beginning on an unspecified date approximately in (B)(6) 2007 (quite a few years). On (B)(6) 2010, while using the memoir burgundy pen from lot number 0704c04, the pen was thought to be malfunctioned because the patient's blood sugar dropped to 40 mg/dl and emergency services had to be called (product complaint number (B)(4)/lot number for drug a693971c and product complaint number (B)(4)/lot number for pen 0704c04). The patient was taken to the hospital, but was not admitted. Treatment received was not specified. The patient was discharged from the hospital when his blood sugar went up (his blood sugar was 202 mg/dl when he was discharged). Reportedly, the same pen was used again on (B)(6) 2010, but the dashes started, the pen was reset and worked okay in the morning on (B)(6) 2010, but began flashing again that afternoon. Reportedly, the lay user had to draw the insulin out with a syringe out of the cartridge. A replacement of the memoir burgundy pen was processed. No further information was provided. The patient recovered from the blood sugar dropped on an unspecified date when discharged. It was unknown if the patient recovered from the event of blood sugar increased to 202 mg/dl. Insulin lispro therapy was continued. A lay user was the operator of the device and the training status was unknown. General device model duration of use and reported device duration of use were not provided. The reported device was not returned to the manufacturer. Update 19-jan-2011: upon review of this case on 19-jan-2011, the case was opened to add the start date of (B)(6) 2010 to the event of low blood sugar. Update 26-jan-2011: additional information received on 25-jan-2011 from the global product complaint database added the device specific safety summary; updated the EU/ca fields; updated the device available for evaluation to no; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the caller reported that her father's memoir device malfunctioned because his blood sugar dropped down to 40. Neither the actual device (lot 0704c04, manufactured april 2007) nor cartridges were returned for investigation. Therefore, the device could not be evaluated to confirm the complaint or presence of a malfunction associated with an improper dose of insulin. The caller also provided information suggesting the presence of a known malfunction (battery failure). Corrective action - beginning with lot1006c01 (manufactured jun 2010), the manufacturer has changed battery suppliers and implemented a new battery in the device. The user manual addresses premature expiration, permanent errors and reset mode. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case reported by a consumer, who contacted the company to report a product complaint, concerned a (B)(6) year old male of unknown origin. Medical history was not reported. Concomitant medication included insulin glargine. The patient received insulin lispro (humalog) via cartridge through memoir burgundy pen, 3 times daily based on sliding scale (route not reported) for the treatment of diabetes beginning on an unspecified date approximately in (B)(6) 2007 (quite a few years). On an unspecified date while using the memoir burgundy pen from lot number 0704c04, the pen was thought to be malfunctioned because the patient's blood sugar dropped to 40 mg/dl and emergency services had to be called (product complaint number (B)(4)/lot number for drug a693971c and product complaint number (B)(4)/lot number for pen 0704c04). The patient was taken to the hospital, but was not admitted. Treatment received was not specified. The patient was discharged from the hospital when his blood sugar went up (his blood sugar was 202 mg/dl when he was discharged). Reportedly, the same pen was used again on (B)(6) 2010, but the dashes started, the pen was reset and worked okay in the morning on (B)(6) 2010, but began flashing again that afternoon. Reportedly, the lay user had to draw the insulin out with a syringe out of the cartridge. A replacement of the memoir burgundy pen was processed. No further information was provided. The patient recovered from the blood sugar dropped on an unspecified date when discharged. It was unknown if the patient recovered from the event of blood sugar increased to 202 mg/dl. Insulin lispro therapy was continued. A lay user was the operator of the device and the training status was unknown. General device model duration of use and reported device duration of use were not provided. It was unknown if the reported device was returned to the manufacturer.